Event description:
Spinal cord injury secondary to replacement of failed spinal cord stimulator: will such complications become less rare? Case report: a (B)(6) female with severe spinal osteoarthritis and chronic pain, s/p l1 to l5 laminectomies 12 years prior, and successful, uneventful spinal cord stimulator placement 5 years prior, presented for malfunction of stimulator. One of the two leads was found to have high resistance. No fracture was seen on plain films. Given improved quality of life (significantly reduced pain) with stimulation, decision was made to replace stimulator. The current procedure took greater than 3 hours, required multiple passes to place leads and leads were not in ideal position when procedure was stopped: with one lead crossing over the other. The pt was in severe, excruciating pain from the time she awoke from anesthesia, aggravated by any movement of the spine. Over the next 48 hours, she developed new neurologic deficits including loss of proprioception in both feet, severe numbness in the right leg, severe proximal weakness in both legs, right worse than left, and bowel and bladder incontinence. CT scan performed 5 days after procedure failed to reveal a hematoma but did show that the upper most tip of one of the leads was centrally located in the spinal canal. The radiologist did not remark on this at the time. Two weeks after placement, the pt was still in horrendous pain and continued to be unable to participate in rehab and had significant neurological deficits. The family and the rehab physician requested that the pain physician remove the stimulator. The stimulator was removed 16 days after the original placement. The pain level reduced somewhat but the neurological deficit did not improve. MRI performed 2 days after the removal of the stimulator, revealed a new thoracic spinal cord syrinx vs intracord edema. Discussion and review of literature: individuals who place spinal cord stimulators need to become more aware of the rare but devastating complications that can occur from their surgeries (B)(6). Radiologists also need to become more aware of how appropriate lead placement should appear and alert the surgeon if the placement looks abnormal ((B)(6) 2011). The individuals placing these devices are often anesthesiologists, trained in pain mgmt but not particularly adept in mgmt of acute neurological illness. They need to be willing to call in consultants as soon as deficit occurs in order to preserve function. Because spinal cord stimulator placement is a relatively common procedure, it is likely that more and more replacement procedures will be occurring in the coming years. We do not know if the difficulty in placement on the second procedure was related to scar tissue from the first procedure, although the post-operative MRI suggests this is not the case. We hope that more case series will be published with complication rates from both primary and replacement procedures.